Manufacturer narrative:
(B)(6) 1955. Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis in a guide catheter. A visual examination of the stent found that proximal end of the stent was damaged and bunched in a distal direction. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. After a 0014 guide wire crossed the lesion, a 2.75x16mm promus element drug-eluting stent was advanced but failed to cross. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.